Event description:
The reporter stated that the tubing was severed at the female luer lock. This was reported by medex medical gmbh. A subisdiary of medex located in germany to medex medical, a subsidiary of medex located in england.